Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted multi-morbide, triple pre-operated, small fold opening area, and strongly calcified annulus. During preparation of a clip delivery system (cds-90212u126), the clip was inserted into the clip introducer and the arm positioner was turned back to neutral ; however, the actuator detached from the system. The cds was not used in the patient. The transseptal puncture was difficult and maximum height to the annulus was 3.6cm. A second cds (90226u193) was advanced to the mitral valve; however, there was not sufficient space in the left atrium to steer down with the m-knob or when fully rotating the +/- knob in the ¿+¿ direction. Therefore, a decision was made steer down only with "+ direction and cds was not in a straddled position. Although grasping the leaflets was difficult, the clip was able to grasp the leaflet. However, mr was barely reduced, and the mean pressure gradient increased to 8mmhg. The leaflets were un-grasped and the mean pressure gradient decreased to 6mmhg. The procedure was aborted. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported positioning failure and difficult tor delayed positioning appears to be due to challenging patient anatomy. The reported mitral stenosis appears to be a cascading effect/procedural outcome due to failed grasping attempt. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip iifu, step 6.9 and step 6.10, 6.11 states that, turn the +/- knob to neutral then carefully advance the cds through the guide under fluoroscopic guidance. Under echocardiographic guidance advance the cds and retract the guide iteratively as needed while maintaining the guide in la. Position sleeve handle in stabilizer slot. Based on the information reviewed, the reported improper or incorrect procedure appears to be due to use error as during the procedure the physician had to take some steps that are not described in the IFU; however, this did not influence the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017: failure to follow steps.